Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to perform a pump reset, after which the cgm error was resolved, and the sensor session was successfully started.